Event description:
Kimberly-clark received a report stating, "a trached patient in ICU had the tube that connects to green piece break off and they had to fish it out. No patient injury." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).

Manufacturer narrative:
The device history record was reviewed and documented that the product lot met manufacturing specifications prior to release. No retained samples from the implicated lot were available for evaluation. The returned sample indicated that the suction catheter was detached from the thumb valve adapter. Light-enhanced inspection confirmed that adhesive was present at the joint between these two components. In addition, the dimensions of the two component (i.e., catheter and adapter) surfaces that connect were measured and met specifications. The root cause of this event could not be determined. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.